Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported receiving several no delivery alarms and a motor error alarm on the insulin pump. Customer's blood glucose was 27 mmol/l. Customer was not using the sensor feature. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.